Event description:
Complainant alleged that during biomed testing, the device was unable to discharge when discharge button was depressed on device or on paddle set that was attached. Complainant indicated that there was no pt involvement in the reported malfunction.